Event description:
The following was reported to gore from the vbx 17-04 medidata study database: on (B)(6) 2020, this 69-year-old female patient underwent a percutaneous intervention, where a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was implanted in the upper arm for luminal reconstruction due to stenosis in an arteriovenous fistula (avf). The cephalic vein was used as the access site; additionally, the cephalic vein was sutured and av bleeding control was performed. On the same day, a pseudoaneurysm was noted. The site assessed this event as "unrelated to vbx stent graft or procedure". On (B)(6) 2020, the patient underwent a repeat intervention due to persistent pseudoaneurysm of the avf at the venous outflow. At the end of the procedure the patency of the vbx stent graft was restored/maintained. On (B)(6) 2020, the event was noted to have been resolved and the outcome was recovered / resolved without sequelae. The patient was discarded.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b15, c21, d16: further information was requested from the clinical study site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.